Event description:
The reporter stated that she had received the er1 message once or twice in the past, but doesn't remember when. She said she has elevated blood sugars during her menstrual cycle, and that it was during her monthly cycle that she had gotten the er1 message. She reported that she did not test again, and that she compared the test strip to the color chart. She is on a sliding scale insulin regimen and stated that she had administered her insulin accordingly. She reported that she did not have adverse effects. She stated that she remembers checking the test strips with control solution and having normal results.